Event description:
Information received from a healthcare provider for a clinical study reported there was discomfort and a burning sensation at the battery site. It was indicated that the event was due to programming; the device was reprogrammed on (B)(6) 2013. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.